Manufacturer narrative:
Updated fields - b4, d9,e1(event site state),g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging while plugged into the ac outlet. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had the unit plugged into the wall but are getting a low battery run time message on the screen and it did not appear to be charging. Troubleshooting with the customer revealed the rescue portion of the pump was not properly seated into the hybrid hospital cart portion. Personnel guided the customer in seating the unit properly, verified ac power, and charging of batteries while on call. The customer was appreciative of the assistance.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h3.

Event description:
It was reported during use by customer that a cardiosave intra aortic balloon pump (iabp) was plugged into the wall but displayed a low battery runtime message and appeared not to be charging. It was identified that the rescue portion of the pump was not properly seated into the hybrid hospital cart. There was no harm or injury reported to patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6) rn. Event site name-(B)(6). Event site state-(B)(6). A supplemental report will be submitted upon completion of our investigation.